Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation confirmed a very small stain or a foreign substance on the wound-contact side of the pad , establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that before use, it was confirmed there was a small stain or a foreign substance on the wound-contact side of the pad. A smith and nephew backup product was available. No delay was reported. The sample will be returned for investigation. As this was notice before use, no patient was involved.